Event description:
The implant was explanted due to reoccurring infection, pain and swelling which subsequently led to device extrusion. The user reportedly already noticed pain behind the ear on (B)(6)2022, the infection was confirmed on (B)(6) 2022. The user underwent treatment and hospitalization. The area was incised, and a large amount of discharge was found. The user was explanted on (B)(6) 2023 and not re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted because of an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
The implant was explanted due to an uncontrolled infection and exposure, causing pain to the user. Swelling was found near the silicone overmold, and after various treatments and hospitalization, a large amount of effluent was discovered during an incision. The user was explanted on (B)(6) 2023 and the user will not be reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.